Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 168 mg/dl, 74mg/dl, and 59mg/dl. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. L1 control was run and in range. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.